Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the lithocrush basket broke off inside the pt when the physician tried to crush a stone. Three wires snapped approximately 2/3 in length where the emergency handle and basket wire connects the pt was taken to the operating room for a laparotomy procedure to remove the fall bladder and retrieve the broken pieces. In additional, it was reported that the pt experienced moderate bleeding. It was further reported that the pt spent the night in ICU, the pt's current condition is unk.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, the most likely cause of the reported event is attributed to user handling. If additional info is received at a later time or if the device is returned for evaluation, this report will be supplemented.